Event description:
It was reported that a patient had a procedure on a fracture of the left distal radius on (B)(6) 2014. The surgeon implanted 5 variable angle screws into a 3 hole plates, with 5 variable screws, 2 cortex screws, and a titanium plate. The patient returned to the surgeon on an unknown date and it was discovered that the 3 heads sheared off of the 2.4 mm variable angle locking screws. The screws were broken. The hardware removal was performed march 7, 2014. Application of an external fixator was performed. The procedure was successfully completed with no patient injury reported. This is report 4 of 4 for complaint com-(B)(4).

Manufacturer narrative:
Additional product code: hrs subject device has been received and is currently in the evaluation process. Without a lot number the device history records review could not be completed. Report was initially submitted on november 13, 2014 but the FDA site was down. Advised by FDA on november 19, 2014 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the screw was received with approximately 2mm of the head broken off. Closer inspection under high magnification of the plate and subsequent hole thread engagement patterns reveals that 5 of the 6 distal variable angle locking holes only were used. It appears that both a 2.7mm cortex screw and 2.4mm cortex were used in 2 of the combi holes and it appears that 1 variable angle locking screw was used in a non-locking part of at least 1 combi hole. All variable angle locking screw heads used in the construct show evidence of specific directional thread deformation consistent with excess angulation. This element would significantly limit the locking screw head¿s thread engagement to the plate further compromising the strength of the construct. This pattern of screw placement and selection provided for a less than optimal construct permitting undesired movement of the plate eventually compromising then shearing of the heads of 3 variable angle locking screws by way shear forces likely generated through patient movement. It is apparent that the distal radius plate construct was not optimized which led to this complaint. The design of the device was reviewed and determined to be suitable for their intended design, application and dimensional conformity when used together as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.